Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient representative reported "implant appeared to have completely decomposed" and "apparently decomposed completely without prior notice is very concerning to us". Later patient reported "rimpling", "rupture" and "capsular contracture". This record is for left side. The device was explanted.